Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received that a revision procedure was performed on an unknown date. As per the reporter, the rod was broken. Reportedly, when the rod was explanted it was noticeably broken at the part where the rod comes out when distracting. There was no patient injury reported.

Manufacturer narrative:
The rod was received for visual and functional testing. Visual inspection reveal no damage. There was no breakage observed on the distraction rod or housing tube. X-ray images of the internal components revealed no damage and that the rod was partially distracted. The rod was able to distract and retract with the fast distractor. The reported failure mode was not confirmed, the rod was fully functional and met acceptance test specifications. A device history review (DHR) was performed on lot number 7092802bab and there were no deviations in the manufacturing process and the finished product met all acceptance criteria prior to shipment.